Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that following an intraocular lens (iol) implant procedure, iol was rotated. Additional procedure was done for the repositioning of the lens. Additional information has been received and stated that, iol was rotated 30 degree from axis. Patient eye condition is pristine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).